Event description:
The patient presented to amsurg for removal of bilateral breast implants, under mac anesthesia. Upon removal, bilateral implants were noted to have visible leakage. The patient's implants were sent to a laboratory. The patient was transferred to recovery in an awake and oriented condition at the end of the procedure in no apparent distress. The patient was discharged home from recovery room after 1 degree 30" observation, awake alert and oriented. Dressing dry/intact. Verbalizing knowledge of discharge instructionsdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.